Event description:
It was reported that the patient underwent an initial left femur fracture surgery. Subsequently, the patient was revised on approximately 1 month post-implantation due to the affixus nail breaking at the lag screw hole and required a conversion to arcos hemi. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: hfn lag screw 10.5mm x 90mm; pn: 814510090; ln: xj1112290a. Cortical bone scr 5.0mm x 42mm; pn: 814550042; ln: m17986b. Cortical bone scr 5.0mm x 46mm; pn: 814550046; ln: m34441a. Hfn a/r screw 75mm; pn: 814501075; ln: zn1122275e. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 h6: proposed annex g: mechanical (g04) - im nail the reported is confirmed through review of photographs and medical records. Visual examination of the provided photographs confirmed that the nail is fractured at the screw hole. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided. Images were not submitted for further review as explant photos provide sufficient evidence for the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.